Event description:
Healthcare professional reported "biocell" and "capsular contracture baker grade IV". This record is for the left side. The device was explanted and replaced. The device won´t be returned.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. Clarification to d6a: implant date was reported as 1998. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.